Event description:
The hcp reported the pt presented with signs of an infection of the device pocket. These included redness, swelling, and drainage. A culture was obtained of the device pocket, lumbar region, csf, and blood. The results were not reported, but the pt did not have meningitis. The device system was explanted. The infection is reported to have resolved. The pt had a risk factor of diabetes.